Manufacturer narrative:
(B)(4). Batch #: j90762. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No adverse event reported investigation summary the handpiece was received disassembled and the ¿transducer assembly¿ attached to a har36 device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable no functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the internal wires were disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open rectum procedure the surgeon tried several times to make the configuration between the harmonic and gen11 work, but it never did. It was impossible to remove the handpiece from the disposable har36. They used a same like device to complete the procedure.